Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6). Side: l gender: f non revised products: product ID: pppsqh50, procotyl® p ps shell quad/ lot no.: 2007793 / qty: 1; product ID: prtle024, profemur tl classic extended offset fixed neck size 4/ lot no.: 1939160 / qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.